Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a keypad anomaly. The customer's father stated the down arrow button was sticking. Customer's father reported attempting to deliver a bolus and the keypad issue caused their insulin pump to scroll without input. Customer's blood glucose was 380 mg/dl. The customer's father also reported fluid exposure to the insulin pump. It was also found the customer had gone into the hot tub without taking off their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.